Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient was referred back to the physician. No further information obtained from the field. This lead remains in service. No adverse patient effects were reported. Additional information was received that an alert for atrial automatic threshold detected as greater than programmed amplitude or suspended was observed, technical services (ts) noting due to fusion beats. The health care professional (hcp) discussed that this patient had previously undergone a lead revision procedure approximately 1 week post implant of this ra lead, due to a drop in pace impedance measurements. Ts noted the threshold measurements now were less than 2 volts and that fusion meant that it cannot definitely determine ra capture. Ts recommended evaluating this patient in the office including obtaining an x ray. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5: described event and f10: device codes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5: described event and f10: device codes.

Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient was referred back to the physician. No further information obtained from the field. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was knocked loose. The patient was referred back to the physician. This lead remains in service. No adverse patient effects were reported.